Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had hardware low level failures alarm during self-test. Customer stated that they had tried many different sets but blood glucose level kept rising. Customer confirmed that they never having insulin flow block alarms on insulin pump. Customer stated that they performed displacement test and insulin pump passed displacement test. Customer were experiencing high blood glucose. Blood glucose level at the time of the incident was 22 mmol/l which was treated with manual injection. The customer was assisted with troubleshooting. The customer was neither in the emergency room, nor admitted into hospital as a result of low blood glucose. Customer did not allege insulin pump was over delivering. The device will be returned for analysis.

Manufacturer narrative:
Device passed displacement test and self test. All audio tones were heard during the self test properly. Adjusted the audio options audio volume 1-5 and each setting functioned properly. No unexpected audio or vibration anomalies noted. However, pump error 63 alarm confirmed in device history due to broken trace on keypad assembly. No delivery anomaly noted during testing. Device functioning properly.